Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A field service engineer (fse) reported that the station lost connection to the wireless network during a software upgrade. The fse identified that wireless security details were unavailable onsite, coordinated with biomedical engineering and information technology teams, and temporarily connected the station using a wired network to restore functionality. The fse completed synchronization after multiple attempts due to network instability, tested all drawers, and confirmed successful user login, then left the site after waiting for support. The fse later received the wireless security details, configured the wireless adapter, and restored proper network connectivity. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating and appeared offline in rss. Following a reboot of the anesthesia station, the device displayed an "unknown device" message along with a data sync popup on the screen. Troubleshooting attempts, including rebooting the device, were performed; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.